Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the cause of the reported thrombus in the lad cannot be confirmed; however, per report the physician thought that it was related to multiple guide wire insertions. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, post deployment of a 23mm sapien xt valve, thrombus was observed in left anterior descending coronary artery (lad) and a stent was implanted. Due to the patient¿s lca being stenosed approximately 50% to distal side, a guiding wire was inserted for protection prior to valve implantation. The sapien xt was positioned 60:40 aortic/ventricular (a/v) and implanted in a 65:35 a/v position. Coronary angiography showed a good flow. As the upper part of the stent covered the bottom of left coronary ostium, intravascular ultrasound (ivus) and angiography were performed and thrombus was found at the proximal side of the lad. Tee showed good movement of anterior wall. Balloon angioplasty was performed and a stent was implanted, and the procedure was finished. The operator considered that while the guiding wire was being inserted, as it was put in and out several times, it might cause thrombus. He did not think that there was a relationship between the event and the xt valve.